Event description:
The customer contact reported a delay in critical therapy during an alarm condition. The device was programmed to deliver tpn (total parental nutrition) and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the device alarmed for air in line and the nurse noted air in the tubing set distal to the device. No air reached the pt. The tubing set was removed from the device. During the set up of a second tubing set, the device alarmed for air in line. At this time it was reported the pt's blood sugar decreased to a value unspecified. The pt was treated with an unspecified volume of dextrose 10%. Therapy was resumed using a third tubing set with the same device. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.